Event description:
Boston scientific received information that the patient called stating that their device had to be replaced and that the lead was fractured. Additional information indicated that a competitor¿s field representative presented an electrogram (egm) strips demonstrating a noise on the right atrial (ra) lead and right ventricular (rv) lead. The physician planned to evaluate the lead and scheduled a revision procedure. It was then noted during the procedure, that the rv lead exhibited loss of capture (loc) via pacing system analyzer (psa). The physician elected to explant the implantable cardioverter defibrillator (ICD) and capped the rv lead while the ra lead was still used. Both the ICD and rv lead were replaced with competitor¿s product. Further, a bsc field representative was able to review the egm strips in the clinic and noted a noise on both channels which appeared to be electromagnetic interference (emi) but was not confirmed. And also, the issue of lead fracture was not confirmed. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.